Event description:
It was reported that patient was using more pads than she thought she would and the device did "help some." Patient was taken to the hospital for chest pain. Patient thought she "felt something pull" down into her hip during exercise.

Manufacturer narrative:
Product ID 3093-33, lot # v988029, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).